Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the deflectable videoscope had a chipped rubber adhesive part. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens had peeled off. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending section cover had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of forceps elevator lever, bending section cannot be fixed firmly, adhesive on bending section cover had a chip, video connector had a scratch, video connector had a crack, video connector case had a scratch, right/left lever had a scratch, switch 1 had a scratch, light guide cover glass had a scratch, light guide connector had a scratch, angulation lever had a scratch, forceps elevator lever had a scratch, right/left plate had a scratch, up/down plate had a scratch, universal cord had a scratch, grip had a scratch, and control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.